Manufacturer narrative:
(B)(4). The samples were not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) of three continu-flo sets that had a no flow. The process step in which this reported condition occurred was after patient-use. There was no report of patient injury or medical intervention. No additional information is available. This is report 3 of 3 of the same reported problem from this facility.